Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The frame was returned for evaluation, and subsequent testing verified the complaint. The frame is broken. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The rear frame down tube is broken at the weld.